Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported knot advancement issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a closure of both the right common femoral artery and left common femoral vein using a proglide device after a cardiac ablation procedure. An 8f sheath was used in the artery and a 10f sheath was used in the vein. Reportedly, after inserting the first proglide device into the artery, the knot was unable to advance. Therefore, the knot was cut and manual compression was used to achieve hemostasis. A second proglide was inserted into the vein. After insertion, no blood was observed coming out of the marker lumen. Therefore, the device was removed and manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.